Event description:
Reporter alleged the test strip vial expiration date had a usable date on it, while the MFR's inventory system indicated the product is expired. The MFR determined through batch records that the product is expired with a date 0f 05/31/06 while the test strip vial date was 08/31/07. It was not provided whether any actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.